Event description:
Pt alleged that device is not delivering insulin overnight (alleged this had occurred for the past two weeks). Pt had experienced high blood glucose (in the 300's[mg/dl]). No errors were generated by the device. Pt self-treated high blood glucose with insulin injections.